Event description:
Medtronic received a journal article titled 'a retrospective study of drug-coated balloon angioplasty for vertebral artery origin stenosis'. The article reported a study including 20 patients with severe vaos treated with dcb alone between april 2018 and december 2019. All patients in dcb group (n=20) were treated with a non-medtronic dcb. Embolic protection device (spider fx, medtronic) was placed at the distal end of the stenosis in the dcb group. Technical success was achieved in 16 (80%) patients in the dcb group; the remaining 4 patients were excluded due to bailout stenting. Among the 4 patients with bailout stenting, 1 had arterial dissection, 1 had poor dilatation (stiffer plaque), and 2 had thicker vertebral arteries (increased arterial wall stiffness). No primary endpoints, including vascular death, tia, and stroke, occurred within 30 days after the procedure. During follow-up, 3 (18.8%) patients of dcb group suffered asymptomatic restenosis (secondary endpoint). All patients achieved satisfied clinical outcomes during the follow-up.

Manufacturer narrative:
Title: a retrospective study of drug-coated balloon angioplasty for vertebral artery origin stenosis authors: kai zhao, peng yan, xiang wang, yuanyuan zhao, shan li, yuan xue, xiaohui liu, jifeng li, qinjian sun journal: interventional neuroradiology issue: 64:1617¿1625 year: 2022 reference: doi.org/10.1007/s00234-022-02926-9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.